Event description:
Facility personnel, (B)(6) rehab states the head motor part number 1159613 is not working and needs replaced for bed model ihcs3 no follow up required. S/n (B)(4).

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.